Event description:
It was reported that while using bd luer-lok¿ tip with bd precisionglide¿ needle, leakage occurred. This has happened 10 times, however, no patient impact is reported. The following information was provided by the initial reporter: this lot is defective, when he tries to withdraw blood, the syringes are leaking.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/15/2022. H.6. Investigation: three photos and 88 representative samples were received by our quality team for evaluation. From the photos, no abnormalities were observed, and a leakage functional failure could not be determined. The samples were subjected to visual inspection, and no abnormalities were observed on the syringe parts. All samples were subjected to plunger breakout and sustaining force testing and leakage testing. The samples passed all testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using bd luer-lok¿ tip with bd precisionglide¿ needle, leakage occurred. This has happened 10 times, however, no patient impact is reported. The following information was provided by the initial reporter: this lot is defective, when he tries to withdraw blood, the syringes are leaking.